Event description:
Procedure performed: cholecystectomy. Event description: it has been tested outside before use, since a previous one had failed. They did a test before the surgery to check that it was working correctly, and some clips didn't come out. Additional information received from applied medical representative via email on 03apr25: the trigger could be easily and completely actuated. Intervention: they opened a new applicator. Patient status: ni.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy. Event description: it has been tested outside before use, since a previous one had failed. They did a test before the surgery to check that it was working correctly, and some clips didn't come out. Additional information received from applied medical representative via email on 03apr25: the trigger could be easily and completely actuated. Intervention: they opened a new applicator. Patient status: ni.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to d4. Catalog number, lot number, and expiration date. Correction to d4. Additional unique device identification (UDI) number(s). Correction to h4. Device manufacturer date. Correction to h6. Component code.